Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent a surgery with the femoral neck system (fns). The surgery was completed successfully without any surgical delay. On (B)(6) 2021 the patient fell at the hospital and the dislocated the bone head. The cause of the dislocation is due to the fall. This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 4 of 7 for (B)(4).